Event description:
It was reported that the battery life is less than three months. In (B)(6) 2016, the battery life was 19.2 months. There were no changes in programming or therapies. The battery trend curve was normal. The discrepancy can be caused by small fluctuations in battery voltage and programmer will display a longevity estimate longer than expected. The patient will continue to be monitored.